Manufacturer narrative:
The reported events of premature discharge of battery and no pacing were confirmed. The device was received with normal telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and the titanium case. The device was cut open to enable further testing and the battery was found at end-of-service (eos) level. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
During a clinic follow-up, a loss of capture and a loss of low-voltage (lv) pacing, which resulted in dizziness, were observed on the device. Premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.